Event description:
The report indicated that the patient developed ventricular fibrillation, st-elevation, and thrombus after anti-platelet medicine was topped for an unrelated surgery. The target lesion was the proximal to mid left anterior descending branch (lad). The vessel was de-novo, calcified and flexion lesion. The aha/acc classification of the vessel was type c. The lesion length was 60mm and the diameter was 3.0mm. The procedure was an elective case. Pre-dilation was conducted with a balloon (2.0/14mm) at 12 atm for 30 seconds. The 1st cypher (2.5/28mm) was implanted at 12 atm for 20 seconds. The 2nd cypher (3.0/23mm) was implanted at 14 atm for 20 seconds, proximal to the 1st cypher. The 3rd cypher (3.0/18mm) was implanted at 18atm for 20 seconds, proximal to the 2nd cypher. The three stents were overlapping each other. Post-dilation was conducted with a balloon (2.5/23mm) at 16atm for 15 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before and after the procedure was 3. Act was not measured. Approximately a year after the cypher implantation, the patient was taken off the anti-platelet medication because he was having surgery on a pancreatic neoplasm. It is unclear whether the neoplasm was present at the time of the cypher implant or if it occurred afterwards. Sixteen days later the patient developed ventricular fibrillation and defibrillation was conducted two times. St-elevation was also observed. Under iabp and pcps, cag was conducted and thrombus was observed in all 3 cyphers. To treat the thrombus, aspiration and poba was conducted with a balloon (quantum maverick 3.25/15mm) at 10atm for 20 seconds. Poba was conducted with the same balloon at 14atm for 20 seconds three times.

Manufacturer narrative:
Ten days later, the patient passed away from an infection at the pancreatic surgery site. The physician's opinion is that the possible cause of the thrombotic event was because anti-platelet medicine was stopped. The cause of death was due to the infection. The products remain implanted thus unavailable for analysis. A device history record review of the involved lot numbers revealed the products met quality requirements for product acceptance. Thrombotic events are known potential adverse event post coronary stenting. Withholding of the anti-platelet medication may have contributed to the reported event. In addition, there are patient and vessel factors that may have contributed. There is no indication this event is design or manufacturing related. This product, noted in d4, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2007-01184, 9616099-2007-01185.